Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a fundoplication procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block e1 (initial reporter city): (B)(6) block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: block b5, e1, h10

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a fundoplication procedure performed on (B)(6), 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. ***additional information received on (B)(6), 2022*** it was reported that the correct anatomy location was in the gastric venous. There was no difficulty experienced upon setting-up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a fundoplication procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. ***additional information received on (B)(6), 2022*** it was reported that the correct anatomy location was in the gastric venous. There was no difficulty experienced upon setting-up the device.

Manufacturer narrative:
Block e1 (initial reporter city): (B)(6) block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had seven bands attached and some had moved from their position and overlapped. It was noticed that one band was damaged/broken. The slack was taken up correctly and the post showed insertion marks of the trip wire. The suture thread was cut possibly at the time the device was removed. It was also noted that the adapter ring of the ligator head was detached. The device was observed under magnification, and the ligator head teeth were found bent/damaged. The suture hole was in good condition. It was confirmed that the post of the handle showed insertion marks of the trip wire. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. An audible click and indents felt with each 180 degrees rotation. No other problems with the device were noted. The reported event of bands could not be deployed was confirmed. Upon analysis, it was found that the ligator head had seven bands attached, some of them had move from their position and overlapped and one band was broken. The ligator head teeth were also bent/damaged, and the adapter ring of the ligator head was detached. These conditions suggested that a malfunction of the device may have occurred, and the bands were not deployed as expected. It is possible that the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The crooked teeth and the detachment of the adapter ring clearly showed that the functionality of the device was affected in some way, possibly, the tortuosity or anatomical conditions of the patient. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU).